Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was under evaluation due to differing right ventricular (rv) and left ventricular (lv) pacing percentages. The caller inquired about the discrepancy and noted that the right atrial (ra) lead was a known issue, exhibiting an impedance greater than 3000 ohms. The patient has chronic atrial fibrillation. Technical services explained that the observed difference in pacing percentages is expected due to biventricular (biv) trigger pacing functionality. The caller also mentioned that noise had previously been observed on the rv channel but confirmed that the issue had since been resolved. No adverse patient effects were reported. This system remains in service.